Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the implant patient registry (ipr) that approximately 30 days post transfemoral aortic valve replacement (tavr) the valve was explanted, and a surgical valve was implanted.

Event description:
Medical records were received and reviewed; the patient had a complex cardiac history, including childhood open aortic valvotomy, subsequent aortic root replacement with a pig bioprosthesis, and a non-edwards tavr in 2016. He later developed severe endocarditis of the transcatheter valve, resulting in profound structural damage, including destruction of the aortomitral curtain, aortic insufficiency with an aortic lvot to left atrial fistula, and severe mitral regurgitation. After another hospital deemed him inoperable and performed a palliative tavr, he was discharged to hospice but soon re-presented with heart failure and pulmonary edema. Following transfer, a multidisciplinary team including palliative care reassessed his condition and ultimately decided to pursue a high-risk surgical intervention.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical records received. Sections b5, b7, g6, h2, h6: type of investigation were updated sections h6: health effect clinical code, device code, investigation findings and h11manufacturer narrative were all corrected. Per the instructions for use (IFU), infections such as septicemia and endocarditis are known potential adverse events associated with the transcatheter valve replacement (tvr) procedure. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). The two categories show definite differences in clinical features, microbial patterns, and mortality. According to the literature review, and as documented in a technical summary written by ew, early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. In early cases of prosthetic endocarditis, subsequent infections may be related to contamination at the time of surgery (poor sterile technique). Additional causes of early pve can occur from other sources of infection and not from the valve (e.g., dental treatment or surgical procedures involving the upper respiratory tract, utis, pneumonia). Additionally, a non-conformance in the sterility or packaging processes of the valve may also manifest in the early post-operative period causing early pve. However, there are several types of bacteria that would not survive the edwards sterilization process. Edwards lifesciences produces and provides sterile tissue bioprosthesis to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards multistage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple redundant manufacturing controls ensure the sterility of edwards valves as provided to customers. Therefore, the probability of endocarditis related to edwards bioprosthesis is remote. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Although the exact cause and source of the endocarditis cannot be determined, it is possible patient or procedural factors not provided may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.